Manufacturer narrative:
Complaint conclusion: during a middle cerebral artery (mca) procedure when the orbit mini complex fill 3.5x7.5 (637mf3575/15413456) was positioned the shape was not satisfactory and when the coil was withdrawn to reposition, it was noted to be stretched. The device was withdrawn entirely from the microcatheter still attached to the delivery system and exchanged for another one to complete the procedure. The coil was the first one being placed. The coil was not conforming to the aneurysm walls when deploying it and therefore was being repositioned when it stretched. There was no resistance/friction during advancement/withdrawal of the coil delivery system through mc. The same microcatheter was successfully used with subsequent coils. There was no flow restriction/reduction as a result. The patient's status was fine post procedure. There were no adverse outcomes as a result. A non-sterile orbit mini complex fill 3.5x7.5 system was received coiled inside of a plastic bag. The hypotube was inspected and a several kinks were found on it. The introducer was returned partially zipped and in good condition. The support coil and gripper were inside of the introducer and in good condition; while the embolic coil was partially outside of the introducer and stretched. The device was inspected under microscope; the gripper was confirmed to be in good condition; while the embolic coil was stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported positioning difficulty could not be evaluated or root cause determined based on the analysis of the returned device; however, it is possible that aneurysm characteristics/device selection may have contributed. The reported stretched coil was confirmed with the analysis; however, a root cause cannot be determined. It is possible that the manipulations and clinical/procedural factors resulting in fixing of the coil during repositioning may have contributed. With analysis of the returned device and the device history records review, there is no indication of any manufacturing issues related to the event. Additionally inspections are in place to prevent this type of failure from leaving the facility. Therefore, no corrective actions will be taken at this time.

Event description:
When the physician positioned the coil (637mf3575/15413456), the physician found the shape was not satisfactory. It was further explained as the coil would not conform to the aneurysm walls while releasing the coil. And thus wanted to re-position, but found the coil was stretched. It was further explained as the coil got stretched during positioning without any premature detachment. Then withdrew the entire coil via mc and changed another one to complete the procedure. The patient is male, (B)(6), with mca. The entire coil was removed from the patient still attached to the delivery system. There was no additional intervention required to retrieve the coil. The coil did not get separated in two pieces after stretching or during removal. There was no resistance/friction during advancement/withdrawal of the coil delivery system through mc. This was the first complaint product in this procedure. The same mc was successfully used with subsequent coils. There was no flow restriction/reduction as a result. The patient's status was fine post procedure. There were no adverse outcomes as a result.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of 15413456 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product device is expected to be returned; thus additional information will be submitted within 30 days of receipt.